Manufacturer narrative:
(B)(6).

Event description:
Information was received that during intubation of a smiths medical intubation tube, it was realized that the size in the ett was 7.5, but was supposed to be 8.